Manufacturer narrative:
An event regarding instability involving triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar), dated 24 april, 2020. This inspection indicated: backside impressions were observed on the distal surface of insert. Damage was observed on the articulating surface of the insert. Nothing noteworthy was observed on the returned locking wire. -clinician review: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the damage on the articulating surface of the insert was consistent with burnishing and scratching; which are common damage modes of uhmwpe. Damage consistent with material loss due to delamination was observed on the posterior aspect of the lateral condyle. Yellow discoloration consistent with synovial fluid absorption was observed on the tibial insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Poly revision case for instability of the poly. Wear on poly. Surgeon asked if the poly could be sent for review.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Poly revision case for instability of the poly. Wear on poly. Surgeon asked if the poly could be sent for review.